Manufacturer narrative:
A bec field service engineer (fse) was dispatched to evaluate the instrument. The fse found that the clenz/wash line leading to the diff mixing chamber (mc1) was split causing fluid to leak and generated erratic latron results. The tubing was replaced resolving the leak and latron issues. Service activity was performed and was verified to meet the specified requirements per established procedure. Per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).

Event description:
A customer contacted beckman coulter (bec) reporting a leak of an unknown amount within the area of the differential mix chamber in the coulter lh 500 hematology instrument. The customer also reported the v-channel was low on the latron controls. The leak was contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat at the time of occurrence. The material safety data sheet (msds) was not reviewed. The laboratory's exposure control/risk management plans are in place. There was no biohazard exposure to mucous membranes or open wounds. Medical attention was not sought. No erroneous results were generated as a result of this event.